Event description:
Patient spontaneously called and reported her pump (sn (B)(4)) had alert saying no disposable clamp tubing author confirmed that she checked the pump was attached to cassette properly. Had patient switch to back-up pump which was running fine. Advised we will replace pump that had error as it malfunctioned. Product malfunction did not lead to clinical injury. Device was in use with patient at time of malfunction. Device is available to be returned for investigation. We did replace device. Reported to (B)(6) by: patient/caregiver. Dose or amount: 10ng/kg/min; frequency: continuous; route: IV; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.